Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter indicated that the display screen was not able to be safely read. In addition, there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during investigation, the pump was powered on and revealed a dim, discolored display. There was no moisture observed inside the battery compartment. A leak test was performed and no leak was found. Unrelated to the complaint, investigation revealed that the battery cap was damaged with stripped threads. A test battery cap was able to tighten fully to the pump. The pump case was opened and no evidence of moisture was found the inside the pump.